Manufacturer narrative:
(B)(4).

Event description:
It was reported this cardiac resynchronization therapy defibrillator (crt-d) exhibited high out of range (oor) impedances, measuring greater than 3000 ohms on the left ventricular (lv) lead and high out of range shock impedance measuring greater than 200 ohms on the right ventricular (rv) lead. The programmed lv pace and rv shock vectors utilize the same vector, rv distal coil. There was no noise observed and both leads appeared to sense appropriately. Technical services (ts) was consulted and offered troubleshooting and programming changes. Surgical intervention was taken to insure lead setscrew/header connection was secure by disconnecting and reconnecting the leads to the device. The device system remains in service. No additional adverse patient effects were reported.